Event description:
It was reported during sedation of a therapeutic large stone removal the basket was stuck in the common bile duct and the basket enveloped the stone, wires /sheath twisted, wires had to be cut, gi doc dilated the common bile duct multiple times, until finally stone was released 2 hours later resulting in a procedural delay.